Event description:
It was reported that during an implant procedure when the lead was connected to the device, decreased sensing, loss of capture and high, out of range pacing lead impedance were observed. Lead was repositioned but did not resolve issue. Lead fracture was suspected. Lead was replaced with no issues.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.